Event description:
The event occurred on an unspecified date and involved an unspecified ICU medical secondary set. The customer reported that the secondary line leaked approximately 3-5ml of trastuzumab from the tubing itself. The nurse felt the line was wet when clamping the chemotherapy at the end of the chemotherapy infusion from the secondary line. All connections were intact and had no leakage from the connections. The chemo did not come into contact with the patient or health care provider. The chemo spill cleaned per facility protocol. There was not any blood loss or bleeding back and there was no any medical intervention required. There was patient involvement and no harm was reported as a consequence of this event.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.